Manufacturer narrative:
(B)(4). The reported field event of inappropriate hv output and oversensing was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that an asymptomatic patient was presented in the emergency room. Post-paced t-wave oversensing was on the ventricular channel via stored egm. Inappropriate hv therapy was noted during dft testing. The device was explanted and replaced.